Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hospital due to dark urine and elevated lactate dehydrogenase (ldh) levels. The pt was reportedly very pulsatile and the aortic valve opening with every beat. A heparin drip was started with noticeable improvement on the pt. Eval the x-rays taken by the hospital was unremarkable. According to add'l info provided to the MFR, the pt's urine cleared and the ldh levels normalized after the administration of heparin.

Manufacturer narrative:
The pt was discharged home and continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.